Manufacturer narrative:
H3: visually, there was no external damage in the construction of the opened samples. There was contamination on the outside diameters of the outer hubs and outer tubes of all the opened samples. The outside diameter of the proximal end of the outer hub shall be 0.340 +0.003/-0.001 inches and the actual measurements were 0.329 inches (opened sample 1) and between 0.339 and 0.340 inches (opened samples 2) which all samples were in specification. The outside diameter of the locking area of the outer hub shall be 0.372 +0.002/-0.003 inches and the actual measurements were between 0.369 and 0.370 inches for all 3 samples which were in specification. Functionally, the inner assemblies of all opened samples spun freely by hand with no binding. Each sample fit securely into a handpiece, but while oscillating up to 1500rpm the outer assemblies of each sample rotated unintendedly. For further analysis, the sealed sample was opened and there was no damage in the construction of the device. Based on the aforementioned outer hub proximal end specification, the actual measurement was between 0.339 and 0.341 inches which was in specification. Additionally, per the aforementioned outer hub locking area specification, the actual measurement was between 0.370 and 0.371 inches which was in specification. Functionally, the inner assembly of the initially sealed sample rotated by hand with no binding, fit securely into a handpiece, and oscillated at 1500rpm with no issues. For additional analysis, an x-ray was performed to observe the internal constructions of the opened samples and no damage was observed. H6: codes updated. Previous applied fdm b17, fdr c20, fdc d16, img g04041 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op for fess procedure that the device had used blade 30 seconds heard grinding and damaged, stopped. Procedure was completed with back-up products. There was no patient impact.